Manufacturer narrative:
(B)(4). The field service engineer (fse) investigated the unit for possible auto triggering and verified that there were no hardware related errors in the memory. The unit passed an extended self test (est) prior to the investigation and then passed all performed tests and calibrations.

Event description:
It was reported that the ventilator auto cycled twice during patient use there were no reported interventions associated with the auto cycling events.